Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 3 MDR's relating to the same reported event. Please also see mdrs 3002806535-2011-00118 and 3002806535-2011-00119. This report filed (B)(4) 2011.

Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2005. Patient underwent revision surgery on (B)(6) 2011 due to disease progression. No other information was received. No further complications have been reported.